Event description:
Major pump unit(s) involved: device thrombosis. Additional text: probable pump thrombus. Specific component(s) involved: other component malfunction, specify. Other component: thrombus inside of hm ii pump. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.